Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. Patient was asymptomatic and had presented for a routine device check. No symptoms or shocks were noted since the last check. Device interrogated was attempted with various combinations of the wand and rf antenna, but was unsuccessful. Device was finally able to be interrogated after clinician had moved the patient into another room. Device remains implanted.